Event description:
Patient was having splenic aneurysm embolized with penumbra 400 coils. The first coil was successfully delivered to the aneurysm without any friction; however, it was unable to be detached with detachment handle. The pet lock was separated by just a few millimeters. The coil was retreated into the catheter a few centimeters and the coil detached. It was then delivered in the aneurysm by pushing forward with the pusher assembly and detachment handle.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with MDR 3005168196-2013-00266. Hospital discarded device.